Manufacturer narrative:
Serial number, manufacturing date, expiration date, UDI, physical manufacturing site, implant date, patient information, and physician involved are unknown since the serial number was unknown.

Event description:
It was reported that the implantable cardioverter defibrillator was found in backup vvi with therapies disabled due to magnetic resonance imaging (MRI). It was noted that the device was not properly programmed prior to the MRI. No intervention was performed. The patient was discharged.

Event description:
New information received indicates the device was restored successfully. There were no patient consequences.